Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a broken wash nozzle. The fse replaced the wash nozzle to resolve the issue. The beckman coulter internal identifier is case-2018-00121805.

Event description:
The customer reported the generation of false high na (sodium) patient results on cell #2 of their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; hence there was no impact to patient treatment in association with this event. The customer did not provide any examples of the erroneous results.